Event description:
The device was used to treat a patient and delivered defibrillation shocks at 200, 300 and 360 joules. The pt then reportedly converted to an idioventricular rhythm and, when external pacing was attempted, the device displayed dashed lines on the ECG trace. The ECG patient cable and electrodes were replaced and the dashed lines continued to be displayed. The pt was not resuscitated.